Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon in between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube was separated 17.5 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. There was a bend in the hypotube 3.6 cm distal to the strain relief tubing. There were multiple kinks in the hypotube distal to the separation. There was no other damage noted to the sds. There were no kinks or damage noted to the tip or inner member. The entire length of the tip was measured and met mfg criteria. The tip length was 6 mm. A snap gage was used to measure the stent implant outer diameters and these met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met mfg criteria. Based on the reported info, the failure to advance appears to be related to the heavily calcified lesion. Analysis noted the hypotube and jacket material were separated 17.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There were bends and kinks noted to the hypotube near the separation. In this case, the pt's anatomy was heavily calcified, which would have contributed to the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. No corrective action will be implemented in this case, as the reported difficulties appear to be related to operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that during a coronary procedure in a highly calcified unspecified vessel, pre-dilatation was performed. Several attempts were made to cross the lesion using the rx vision stent system; however, the proximal shaft separated outside of the pt anatomy. The stent system was removed and another rx vision stent was successfully implanted in the vessel. There was no intervention performed and no adverse pt effect. No additional event or pt info was available.